Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7074279.

Event description:
It was reported that the patients leads were poking out of the skin. Tenderness and leak were noted at the midline incision site. The patient underwent an explant procedure and was prescribed with antibiotics. All device components were removed and not returned.